Manufacturer narrative:
(B)(4). Batch # u9518w. The product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the nslg2s45a device was received with the top of the I-blade fractured and slightly lifted. The device was connected to the generator and it was recognized. Because the I blade was damaged not all functional testing could be performed with the generator. Therefore, we were unable to investigate further the alert screen issues reported. The jaws were found attached to the instrument. In addition, no pieces were found missing under microscope inspection. The condition of the blade prevented the functionality of the jaw. The jaw was unable to cycle open and close. It should be noted that product failure is multifactorial. A probable cause of the damage to the I blade could be not allowing thick and fibrous tissues to denature prior to I-blade advancement. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a gastrectomy procedure, the doctor was using enseal nslg2s45a to mobilize the stomach and the was throwing an error code in middle of procedure tried to unplug to reset and didn¿t work. There was a five-minute delay. The device was replaced, and the procedure was completed with no patient consequences.